Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not have benefit with the device 6 months after implantation and is now in criteria for cochlea implantation. The user has been re-implated with a cochlea implant.

Event description:
The user did not have benefit with the device since about 6 months after implantation, reverted to conventional hearing aids and is now no longer within the indication criteria for the vsb. The surgeon reported that the floating mass transducer (fmt) had migrated from it's original position during or shortly after the initial implantation surgery. The user has been reimplanted with a cochlear implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Reportedly, the recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Additional problems of auditory perception were reported which appear to be related to an insufficient mechanical device coupling, which occurred as consequence of a post-operative fmt migration. This is a final report.